Manufacturer narrative:
The device has been returned and evaluated by product analysis (B)(6) 2017 with the following findings. During investigation, the battery compartment was found to be cracked. Additionally, the display was found to be dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim/fading display. This report is made based on results of investigation completed on (B)(6) 2017.